Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The outer insulation was distorted due to kinking/buckling and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that the right atrial lead had high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.